Manufacturer narrative:
D01, d03, d11 - the permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of "electrical fault/short, arcing to other tissues." Failure analysis found the primary failure of monopolar yaw pulley sleeve thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The yaw pulley exhibited localized melting/arcing damage, as a result of a dislodged ceramic sleeve. The ear of the distal clevis was cut in-house for weld damage inspection. The conductor wire weld did not appear to be damaged and the instrument passed electrical continuity. Root cause is attributed to a device design. Additional observations related to the customer reported complaint were also identified. The instrument was found to have thermal damage on the distal clevis. Distal clevis exhibited localized melting/arcing damage. Root cause is typically attributed to mishandling/ misuse. The instrument was found to have a dislodged ceramic sleeve with a root cause attributed to manufacturing. The instrument was also found to have a broken piece missing as a result of breakage. The size of the missing piece was approximately 0.034¿ x 0.057¿. The root cause of the broken instrument ceramic sleeve is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. A review of the instrument log for the permanent cautery hook instrument associated with this event has been performed. Per the logs, the permanent cautery hook instrument was last used on (B)(6) 2021. The instrument had 4 uses remaining.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was requested to be returned for analysis, but has not yet been received. Therefore, failure analysis of the product related to the complaint has not be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument arced/sparked/smoked with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had an electrical fault/short, arcing to other tissues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.